Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when an asymptomatic patient presented to the clinic, upper out of range pacing lead impedance was observed. The capture threshold measurement had increased. The lead was laser extracted and replaced. The patient tolerated the procedure well and will be followed normally.